Event description:
The customer reported, that they obtained false negative results while performing validation of crossmatch (compatibility) testing between the ortho provue analyzer and the manual gel method. Two known anti-e samples were crossmatched with e-positive donor units and negative/compatible reactions were obtained with both test methods using mts anti-igg card lot # 061906001-25. Positive/incompatible results were obtained in manual gel with increased incubation time with both samples. Erroneous test results were not reported, as the testing was performed during validation testing. Customer reported false negative compatibility test results were obtained with two patient samples. Therefore, we are submitting one additional medwatch report in addition to medwatch 1056600-2007-00349.

Manufacturer narrative:
The customer did not submit samples to mts for additional investigation. Therefore, the customer complaint could not be confirmed. The initial negative result obtained on the provue matched manual gel test. Incident is most likely sample related. However, because a potentially clinically significant antibody could not be detected with the gel card during compatability testing, gel card malfunction could not be ruled out. Instrument malfunction could not be identified. A complaint review indicated no other complaints were logged against lot # 061906001-25.